Event description:
As reported, during the use of the 5mm angioguard umbrella, it was found that the umbrella could not be retracted into the release sheath, so a new one was unpacked to complete the surgery. There was no reported injury to the patient. The doctor was performing carotid artery surgery. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, during the use of the 5mm angioguard umbrella, it was found that the umbrella could not be retracted into the release sheath, so a new one was unpacked to complete the surgery. There was no reported injury to the patient. The doctor was performing carotid artery surgery. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The returned ¿rx/5mm basket diameter/180cm¿ device was received non-sterile in a clear plastic bag and included the capture sheath, filter introducer, torquing device, and ecgw system. Missing components limited full evaluation. Visual inspection identified kinked conditions on the guidewire approximately 16cm from the proximal end and on the proximal section of the filter basket. Further inspection using a vision system confirmed kinks on the filter struts and guidewire, while the membrane walls remained intact. Functional testing was not conducted due to the absence of the delivery sheath, which is integral to the docking process. No other anomalies were noted. The findings did not indicate a manufacturing or design-related issue. The reported malfunction ¿delivery system-loading (docking) difficulty-into delivery sheath¿ could not be substantiated because the delivery sheath was not returned for analysis. The malfunction "filter basket-kinked/bent" was discovered during the product evaluation. The exact cause of the event cannot be found; however, excessive force used during prep may be a contributing factor. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "guidewires are delicate instruments and should be handled carefully." And "prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment." Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.